Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 4.7 (morning); doctor's meter: 3.2 (around 1pm); lab: 3.2. Pt had lab draw at the same time at the doctor's office. Pt's therapeutic range is: (2.5-3.5).

Manufacturer narrative:
Pending investigation .